Manufacturer narrative:
In the absence of product code/lot, the database of change controls for jelonet has been reviewed and it was found that no raw materials, methods of manufacture or manufacturing equipment had changed since the original qualification exercises that could have caused or contributed to the issue experienced by the customer or alleged adverse reactions. No product code/lot number or sample available so no assessment could be made. No relevant supporting clinical information has been provided to assist with a clinical investigation, and there is no report of the patient's current condition. Therefore based on insufficient information, a clinical assessment cannot be performed at this time. Based on the information available, the cause of complaint is inconclusive so no action can be taken at present. If a complaint sample is received, we will make further investigations. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range

Event description:
It was reported a wound infection on the patient.